Manufacturer narrative:
D10 concomitant products: ils-2100-pn - arcpoint pulmonary needle, 21 g, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the locatable guide (lg) indicated as outside of the sensor sensing volume. There was constant flickering of the catheter location on the screen while the extended working channel (ewc) and lg were coupled. Attempts were made to check cable connections on the tower and the catheter. The physician was not able to solve the flickering so the decision was made to replace the ewc with a 180. During the sampling phase, the physician was using the arcpoint needle to sample the area of interest. After removing the needle and attempt to expel the sample, it was found that the needle was stuck inside the sheath and was unable to be removed. The physician attempted to expel the sample using air but had to replace the needle with an 18g arcpoint and the case proceeded without incident. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the catheter was decoupling. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.